Manufacturer narrative:
The device involved in the reported incident was received and evaluated. The silicone catheter was removed and microscopic inspection found an indentation on the teflon tubing at approximately 2.2cm as well as the presence of one cracked signal fiber at 4.8cm from the catheter distal end. As noted on visual inspection, adhesive tape residue was observed on the catheter, which indicates that the catheter had most likely been secured onto the patient after insertion. The reported incident could therefore, not be confirmed as the catheter appeared to have been used on the patient and the damage observed indicates improper technique and use of the device by the user facility. Camino catheters are 100% functionally tested prior to release for sale.

Event description:
The distributor reported the inside of the catheter was found broken. Based upon the evaluation of the returned device and the resultant findings that the catheter appeared to have been in use, it has been determined to submit a medical device report for this event.